Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the patient with a recent pacemaker implant not felt well and presented to the emergency room. It was determined that this right ventricular lead had loss of capture. A revision procedure was performed where this lead was successfully repositioned. There were no additional adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.